Event description:
It was reported that the technical service engineer called for a revision of the console, due to an unstable helium graphic bar and drain alarms. The machine was "apparently used on a patient; however, patient data was unavailable as they were not affected by this incidence." In 2009 the pump was serviced. A request was made for more information.

Manufacturer narrative:
Product will not be returned for evaluation.